Event description:
The following was received from the tropical study: on 3/15/2006: the pt was hospitalized for 17 days for CABG (lima:lad and rima:m1) this event was reported as resolved and unrelted to index produre ad device. The relatioship to the index procedure was reported as unavailabe.